Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device damaged; the tamper seal was intact. There was no evidence of the reported error in the event history log (ehl). The reported problem was duplicated/verified during functional testing. Per investigation, the cause of the reported issue was due to impact to the device. No corrective action was taken. The device was no longer needed for the loaner pool and will be scrapped. The root cause was traced to customer damage. The issues with the device were found to be the result of customer damage, and unrelated to the manufacture of the device. Per review of the device history record there was no evidence of any issues during the manufacture of this device and there was no indication of a manufacturing defect during the investigation. A review of the service history indicates that the prior service event is not related to this complaint. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
UDI and operator of device are unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit had motor issues and physical damage. The event occurred during preventative maintenance . No patient involvement reported.